Manufacturer narrative:
One opened company handpiece injector was returned for evaluation for the report of hard to thread. A visual inspection of the iol handpiece injector was performed and was found to be non-conforming. The plunger is bent upward at the plunger head. A functional thread to barrel engagement check was performed and was found to be conforming. Finally, a dimensional plunger position height check was performed and was found non-conforming due to the bent condition of the plunger. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The injector was manufactured in june 2019 the evaluation does confirm the injector plunger has a bent plunger head resulting in an upward plunger position, which could result in the plunger not being able to be rotated as the plunger head would be stuck against the cartridge. The root cause for the nonconforming plunger height is unknown. How and when how the plunger position became damaged cannot be determined from this evaluation. The most likely cause of a bent plunger head of the injector is from improper handling of the product. This injector has been in service for approximately 2 years. There have been no other complaints reported in the lot number. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, it was noticed that injector was hard to thread. Additional information has been requested; however, further information has not been received.